Event description:
The patient reported being told that the device was alarming for a few months but the patient did not hear it for some time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.